Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found that the control unit had discoloration. The drum unit had corrosion. Due to corrosion on the plug unit, b30 (scope communication err) occurred. The suction connector had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The micro connector unit in the suction connector had corrosion due to water leakage. The circuit board unit in the suction connector had corrosion due to water leakage. There was no electrical continuity due to damage on the distal end. Due to damage to the charged-coupled device unit, the image had shadows. Due to the adhesive peeling of the distal end, the distal end was not secured. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. Conclusion: the root cause could not be identified; however, during user handling, water flooded inside the scope connector. Thereby, an abnormality occurred in the electronic component, and the event occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope turned off and displayed error code b30 (scope communication error). There were no reports of patient harm.